Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inr: 2.3; lab: 7.0. Rn also complained she was getting 7 or >7.5 on 8 out of 15 pts. This pt had a 2.3 inr on the meter and was sent to the lab which got 7.0. Coumadin adjusted according to lab results. Adverse reaction occurred with pt receiving blood because of internal bleeding. Pt was sent to ER and then admitted to the hospital. Therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.